Event description:
The pt lives in a residential assisted home. Pt used the suspect device to check their blood glucose and obtained a hi result. Pt went for a walk to exercise it off, family member was told that pt fell and hit their head. Emergency medical technician were called and when they arrived, they checked pt's glucose at 38 mg/dl. Pt was taken to the hospital for observation and to stop their head from bleeding. Level 1 control was used on the system and the control with in range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.